Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). The arm was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, both ends of the returned arm remain loose after the handle had been tightened. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the vertek arm was no longer able to tighten fully. After the knob was fully tightened, the arm would still move. No patient was present at the time of the event.